Event description:
When inserting the introducer, a leak at the hub occurred. Another device used. This facility has had two recent similar events with this device.======================manufacturer response for introducer, performer introducer (per site reporter).======================going to fix problem.